Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 484 mg/dl at the time of call. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer stated that the insulin pump had blank display. Customer also stated that the insulin pump was cracked and scratched from battery cap area. Troubleshooting was performed for damaged. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken battery cap and cracked battery tube threads. Device received with blank display due to interface board broken solder joint. Unable to perform displacement test, idle current test, run current test, self test and off no power test due to blank display. .